Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump button were unresponsive. Customer blood glucose reading was 118 mg/dl. Troubleshoot was performed. Customer changed batteries four times and no alarms displayed. Customer states insulin pump did not functioned after battery change. Customer was advice to monitor the insulin pump clock if it changes, the screen displayed nothing. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump will be returning for analysis.